Event description:
A report was received that the patient will undergo a pocket revision due to the location being uncomfortable.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision due to personal reasons.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1100 serial#: (B)(4) description: implantable pulse generator (ipg).

Event description:
A report was received that the patient will undergo a pocket revision due to the location being uncomfortable.